Manufacturer narrative:
(B)(4). The unit was returned and nothing was found that would have caused or contributed to the reported event. The investigation found that the unit functions normally and within specification.

Event description:
The customer reported that during an abscess case the patient received 1st and 2nd degree burns to the legs from a deflagration. An erbe handpiece was also in use. The burns were treated with flammazine. There are no photos available.